Manufacturer narrative:
This report is submitted on july 04, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, in order for the patient to undergo reoccurring mris. The patient was reimplanted with another MRI-compatible cochlear device during the same surgery.